Manufacturer narrative:
Investigations results: device analysis findings: the device was returned for analysis. Visual, tactile, microscopic and leakage testing was performed on the device. A pinhole was identified 2mm distal from the distal marker band when attempting to inflate. No kinks or damages were identified on the hypotube shaft however the bumper tip was flared. No other device issues were identified during returned product analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. Based on the reported event, the reported balloon rupture and unreported tup damage most likely occurred due to the challenging anatomy. The target lesion was mildly calcified and moderately tortuous. E1, initial reporter address 1, (B)(6).

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that the balloon got kinked and leaking when dilated. A more than 60% stenosed target lesion was located in the left circumflex coronary artery (lcx) within a moderately tortuous vessel with mild calcification. During the procedure, a 2.50 mm x 20.00 mm agent drug coated balloon (dcb) was selected for percutaneous transluminal coronary angioplasty (ptca); however, the balloon kinked and leaked upon dilation. The procedure was completed using an alternative device. No patient complications occurred, and the patient fully recovered.